Event description:
Rn started cytarabine. After about 5 min, the patient's wife stated that patient's line is leaking. Rn stopped the pump and assessed the line. A couple small drops were noted on the arm of the chair. Rn checked all the connections, and everything was tight and intact. Rn restarted the pump to see if she could determine where the leak was coming from. Leak was seen coming from texium closed male luer on chemo line that was connected to ns line. Rn stopped the pump, disconnected the chemo and brought back to pharmacy to put a new line on. Rn primed a new ns line and discarded original ns line. Chemo restarted with new line. No leaks noted.